Event description:
It was reported that the customer experienced high blood glucose levels. His blood glucose level was 235 mg/dl. The numbers were not appearing on the insulin pump's screen when he pressed the buttons. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.